Manufacturer narrative:
(B)(4). The device involved in the event was not returned for evaluation after the event occurred. Pentax video colonoscope model ec-3890fi2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax medical became aware of an event, which occurred in (B)(6), where the user filed a report with (B)(6) stating there was a depigmentation of the mucus membranes of the colon, which was observed and documented during the colonoscopy. In addition, the endoscope model ec-3890fi2, serial (B)(4) had a whitish deposit on the tube light guide. No information on the patient condition. Pentax europe is currently investigating this complaint.